Event description:
The customer reported that the system did not fluoro and displayed a generator fault/ma error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the problem. He viewed the error logs and determined the generator controller pcb was most likely the cause of the problem. He ordered a pcb per customer consent decree. He removed and replaced the generator controller pcb then reloaded the system config data. The system operates as intended.